Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. The patient¿s wide reported that the patient¿s ins got turned off, and they did not know how it happened. The caller stated that the patient had a cat scan that morning. The patient had a loss of therapy. Communication was possible with the recharger so they knew the ins was not dead. The patient¿s programmer was not turning on, so they could not turn stimulation back on. A request for a replacement programmer was made, but the patient¿s wife called in a second time and stated that they tried new batteries and the programmer was able to be turned on. No complications or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37642 (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). The cause was unknown.